Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 570 mg/dl. The customer stated that the insulin pump shuts off when trying to perform a bolus. The customer stated that they will call back at a later time to troubleshoot the issue. The customer did not return the product back for analysis.